Manufacturer narrative:
The received device had the cannula assembly deployed. The formed needle was found exposed and bent at the distal tip of the soft cannula, attributing to bleeding/bruising at the insertion site. Blood was confirmed on the device as a result of this needle exposure. The formed needle was not seated properly within the slide retract causing a failure of the needle mechanism to retract the formed needle. Damage was found to both the slide retract and formed needle at the location where the formed needle sits in the slide retract indicating that the needle was improperly installed and led to the needle mechanism failure. The distal tip of the soft cannula was also found damaged, affecting fluid flow; however, it cannot be determined when or how this damage occurred. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Event description:
It was reported that the patient's blood glucose levels reached 370 mg/dl while wearing the pod between 24 and 36 hours. Patient also reported bleeding at the infusion site (back). As treatment, a new pod was applied.